Event description:
It was reported that the patient had a fall causing inadequate stimulation, weakness and numbness in the legs and feet. It was also stated that the patient was admitted to the hospital due to sciatica pain secondary to inadequate stimulation.